Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported complaint condition. Once the investigation is completed a follow up report will be filed. (B)(4).

Event description:
"Customer stated "the koh cup melted during the colpotomy and when the bovie tip was pulled off the cup, waxy/stringy plastic came off" surgical representative sent the device back through (B)(6), tracking number has been requested on (B)(6) 2018." (B)(4).

Event description:
"Customer stated "the koh cup melted during the colpotomy and when the bovie tip was pulled off the cup, waxy/stringy plastic came off" surgical representative sent the device back through fedex, tracking number has been requested on 12/31/18." Ref e-complaint-(B)(4).

Manufacturer narrative:
Reference: e-complaint-(B)(4). Investigation: x-initiated manufacturer's investigation, x-review DHR and x-inspect returned samples. Analysis and findings: quality engineering, research and development, marketing, and product surveillance conducted an investigation into the advincula soft koh-efficient product complaint (B)(4) from ohio state univ medical center, where small fragments of the soft cup either became damaged or melted, disengaging from the cup. This evaluation was based on a review of complaint history, a device history file review, and investigation of the returned advincula soft koh-efficient. A review of complaints indicated that there were seven similar complaints on file for this reported condition. A review of the device history record for lot no. 101-18 indicated that the units were released meeting all quality release specifications at the time of manufacture and did not reveal any abnormalities. Investigation of the returned advincula soft koh-efficient confirmed the reported condition. Replication of the reported condition may be attributed to technique during a colpotomy, in which constant movement of the electrosurgical unit (esu) cutting tip is necessary. For example, if the end user does not keep the esu tip moving and remains in one place on tissue for an extended period of time, the advincula soft cup material may begin to melt. Correction and/or corrective action: none. Reason: the product met the required release specifications per DHR review. No re-training required. Coopersurgical is exploring other potential soft materials with a higher melting temperature - reference CAPA 722. Was the complaint confirmed? Yes. Review and closure: CAPA required #: 722. Preventative action activity: reference CAPA 722. Reference e-complaint-(B)(4). Re: subject report number: (B)(4).